Event description:
Sales rep reports via phone that a customer has a syringe were the luer lock nut detached from the syringe. Addendum 01/22/2007: spoke with customer. Injection protocol was 15ml/sec for 40ml volume. Syringe was connected to a merit medical hp tubing, and then a boston scientific 6fr pigtail for an aortogram.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; the syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.